Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that he was having a seizure and his wife called 911 and he was taken to the hospital. Blood glucose at the time of the admission was 23 mg/dl. Customer stated he experienced vomiting and the tissue in his throat was sore. Customer was experiencing low blood glucose the night of (B)(6) 2015 and was hospitalized around 1am on (B)(6) 2015. Customer stated that the low was caused by imbalance of insulin and food. He was treated with IV and was taken off the insulin pump. He also reported the insulin pump alarmed motor error. Blood glucose at the time of the call was 245 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.